Manufacturer narrative:
Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Physician scheduled revision surgery for patient. He stated head was wearing out trunnion of stem.

Manufacturer narrative:
An event regarding revision due to wear consistent with a loss of taper lock between the femoral head and the hip stem trunnion involving an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis was performed and concluded that "the wear observed on the hip stem trunnion, femoral head, acetabular shell, and acetabular insert was consistent with a loss of taper lock between the femoral head and the hip stem trunnion. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that "catastrophic trunnion failure with disassociation of femoral head from the stem trunnion including substance loss of the trunnion with contact against the shell inside. The x-rays however still provide some clues as to the cause of the overload condition because significant cup malposition was present. The repetitive overload effects upon the arthroplasty bearing also contribute to excessive micromotion between femoral head and stem trunnion causing corrosion. Metal substance loss of the taper decreases the taper lock functionality of the trunnion and ¿wobble¿ between femoral head and trunnion becomes possible, an adverse condition that has considerable self-accelerating damage properties and thus usually ends in femoral head disassociation. Cup malposition in near absent anteversion in combination with use of a skirted femoral head has contributed to an overload condition in the arthroplasty with excessive micromotion in the modular taper connection to the femoral head with progressive corrosion and loss of taper lock functionality and ending in disassociation of the femoral head from the trunnion requiring revision." Device history review: review of the product history records indicate products were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the event was reported for the head was wearing out trunnion of stem. The event was confirmed on the basis of mar and medical review. A material analysis was performed and concluded that the wear observed on the hip stem trunnion, femoral head, acetabular shell, and acetabular insert was consistent with a loss of taper lock between the femoral head and the hip stem trunnion. The provided medical information was submitted to a consulting clinician who indicated that catastrophic trunnion failure with disassociation of femoral head from the stem trunnion including substance loss of the trunnion with contact against the shell inside. Cup malposition in near absent anteversion in combination with use of a skirted femoral head has contributed to an overload condition in the arthroplasty with excessive micromotion in the modular taper connection to the femoral head with progressive corrosion and loss of taper lock functionality and ending in disassociation of the femoral head from the trunnion requiring revision. If additional information becomes available, this investigation will be reopened.

Event description:
Physician scheduled revision surgery for patient. He stated head was wearing out trunnion of stem.